Event description:
Visual analysis of the returned device, an intravuscular ultrasound (ivus) imaging catheter, found the distal tip assembly was detached and had been disposed at the facility. Details around how and when the tip was separated from the catheter are unknown. Based on the information available, it does not appear that it occurred during the use of the catheter in the percutaneous coronary intervention (pci) procedure. The patient's condition was reported as 'good' following the procedure.

Manufacturer narrative:
Device history record (DHR) review was performed on the lot and no issues or discrepancies was found. No manufacturing or lot-specific issues were identified in the similar complaints review. The imaging window at distal tip assembly was broken off and missing from the returned device. No brittleness was observed at the broken distal tip end. Examination of the fracture site revealed areas of the elongation and necking, suggesting that the detachment occurred by pulling against resistance. During investigation, bloodstain was observed inside of the telescope assembly and fluid was observed inside the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The telescope assembly was not able to properly pullback, advance, and retract due to the necked down portion at the broken distal tip assembly. During image characterization testing, no image appeared in the system due to electrical open at distal, which is unrelated to the tip break. A review of the device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. A cause of undeterminable was assigned to the observed tip separation.

Event description:
Visual analysis of the returned device, an intravuscular ultrasound (ivus) imaging catheter, found the distal tip assembly was detached and had been disposed at the facility. Details around how and when the tip was separated from the catheter are unknown. Based on the information available, it does not appear that it occurred during the use of the catheter in the percutaneous coronary intervention (pci) procedure. The patient's condition was reported as "good" following the procedure.